Event description:
Reportedly, high and increasing ventricular lead impedance readings have been observed regularly upon different follow-ups of the ICD involved in this MDR since (B)(6) 2009, although pacing thresholds remain stable and normal. The defibrillation lead connected is a sorin isoline 2cr6 (B)(4). Due to the fact that the pacing threshold has not increased, the physician did not suspect a lead connection or a lead cable issue. Additional exams and tests were recommended.

Manufacturer narrative:
(B)(4). This event concerns a device that was manufactured and used outside the united states. Analysis is pending.